Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was on site and swapped out the fuses from the spares that were in the system. Replacing the fuses resolved the issue, the system was tested and passed all checks and was put back into use. No parts were returned to manufacturer so no evaluation will be completed. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Medtronic representative reported that the mobile view station (mvs) fuses f11 & f12 blew, and replaced with the spares that were with the system. System is functioning properly. Resolution: replacing f11 & f12 resolved the issue. There was no patient present when this issue was identified.